Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an right atrial (ra) lead attempt the lead was repositioned multiple times due to repeated dislodgements. During a post-operative check an x-ray revealed the lead was in the right ventricular channel. The physician tried to reposition the lead but was unable to insert the stylet all the way to the tip. A new lead was implanted with good results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.